Event description:
Caller reported a malfunction on the pump, known as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if any issues reoccur.